Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced no connection mobile device to pump and no carelink connection. The customer reported no adverse event. The event involved product(s) mmt-6112. The troubleshooting was performed and unable to resolve, escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6112.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6102. The troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
We did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead, the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found failed login events in the user's sso logs. This suggests that the user was entering incorrect credentials. Issue was confirmed by log analysis. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: I can confirm that the care partner has many logins in the logs, however all of these logins appear to be from the same device ID. You mentioned that they are logging in on two devices and iphone 12 pro max and iphone 14. I do not see evidence of that. I will mention that carelink only allows a single device to be logged into a carelink at one time. So, if the care partner logs in on one device, then tries to login on another they will be logged out from the first device and so on. Most likely a due to user error. No logs or evidence of a carelink fault or error found. We are proceeding to close this ticket as we have not received any response despite requests. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary. 2. Section d1/d2a/d2b - updated brand name and product code (model change from mmt-6112 to mmt-6102). 3. Section d4 - updated model number and catalog number (model change from mmt-6112 to mmt-6102). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on latest updated information, the event involved product(s) changed to mmt-6102.